Manufacturer narrative:
The baxter technician replaced the missing part to resolve the issue. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Although there was no adverse event reported, if the emergency stop function was unavailable during a patient transfer it could lead to serious injury or death. Baxter is reporting this device malfunction.

Event description:
During servicing by baxter, technical service identified that golvo 7007 es emergency stop guard is missing. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.